Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There are no other reports in the lot. The info was supplied by the MFR, not the user facility. Add'l info was requested on 10/18/2007 and pt records were received.

Event description:
The surgeon reported a pt had hyperopic surprise and blurred vision at all distances following cataract extraction and intraocular lens implant surgery. Add'l info was received. There was a bleb and needling with mitomycin at the time of the initial surgery which may be contributing to the blurred vision and hyperopic surprise. The pt also reported seeing halos and having an occasional sharp pain.